Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the two tower doors required attention. The customer stated that a malfunction occurred when a user attempted to dispense medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the fluid tower had issues with the door double-clicking. A field service engineer found old-style latches and replaced them with new ones. The system functioned as intended after the field service engineer repaired the device.